Event description:
It was reported that the lead had non-sustained ventricular tachycardia episodes and short ventricle to ventricle intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. In addition, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was tissue on the helix.